Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6; -8.00 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2023. The lens was reported as having excessive vaulting. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: d2: mta. (B)(4).